Event description:
Our son presented with fusrium keratitis on 02/27/06. Symptons began on 02/24/06 with an eye irritation, followed by blurry vision, excessive tearing and sensitivity to light. He had been using the bausch and lomb product with moistureloc. Luckily, our son was treated soon enough, and was not permanently injured. However, he was never told to stop using the bausch and lomb product, and, as of today, the office where he was treated seemed uniformed that a possible link exists between this product and his condition. This leads me to believe that our son's case was never conveyed to the FDA and that underreporting may be a problem. I would like to report his case of keratitis, and confirm that this was the product he was using. He has never experienced any contact problems prior to this, and the contacts were new. He has refrained from lens wear since this experience of being told he may lose his vision.